Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video bronchoscope eb-1970k. In the event reported, it was stated that the device has no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service department for further evaluation on service order (B)(4). It was inspected by the quality control inspector where the user narrative was confirmed. Inspection findings are as follows: image blackout, failed wet leak test, light carrying bundle has less than 70% transmission, image dark, fluid invasion in segment section, umbilical cable buckle at umbilical connector side, failed dry leak test, pve electrical connector frame has severe corrosion, up/ down brake lever cracked, segment crushed, endoscope failed electrical safety test - plct, fluid invasion in control body, fluid damage to light carrying bundle, fluid invasion in pve connector, # 1 remote control button cover cracked, fluid invasion to insertion tube, customer complaint confirmed control body corroded, pve electrical pin corroded, ccd circuit board corrosion, primary operation channel resistance, fluid invasion in umbilical light guide cable leak at # 1 remote control button cover the device is currently in the process of being repaired and will be returned to the user upon completion. Parts to be replaced are as follows: o-rings and seals bending rubber, distal joint screw m1, distal end assy with tube, light guide fiber bundle (lcb), insertion flexible tube w/segment, light guide cable, remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button(3) pb-free, r.c. Button (4) pb-free, pulley assy pb-free, lg cable connector assy imp-1 ntsc, pcb for ccd k3a pb-free/ntsc, signal wire for ccd k3 eb, conductive plate, shield pipe for ccd, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5) on 17-aug-2021, a device history record (DHR) review for model eb-1970k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 6apr2006 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. A review of the service history indicates the device was not routinely serviced at pentax since installed at the user facility on 15jun2006. No additional information was provided this complaint.